Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the below investigation result, the image sensor unit and the circuit board in the endoscope connector may have had anomalies, leading to the issue. The probable cause of breakage is irregular load applying to the bending section and the internal circuit board during handling of the device, leading to the event since chipping on the bending section cover glue of the insertion section and deformation and damage on the endoscope connector were observed. However, the root cause of it was unable to be specified. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the endoeye deflectable videoscope exhibited the image was not displayed due to damage on charged coupled device unit. In addition, no image was displayed due to wear on the electrical contacts of the video connector. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.